Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cloudy pd effluent occurred two days prior to the peritonitis diagnosis. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 72 hours, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. On an unknown date, the patient was discharged from the hospital and recovered from cloudy pd effluent. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued and the patient was recovered from peritonitis (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.